Event description:
During a transjugular intrahepatic portosystemic shunt (tips) procedure, a blood leak occurred. When inserted into the patient, the sheath was leaking any time a wire was inserted across the valve, causing bleeding back through the valve. A non abbott device was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 14f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.